Event description:
Same case as MFR # 6000089-2006-01562. It was reported that during a coronary artery drug eluting stenting treatment procedure, the user was unable to cross the lesion, had difficulty in removing the stent delivery system (sds) and stent dislodged. In the index procedure, the lesions were located in the distal left main artery (lma), proximal iva and the ostium of the circumflex (cx). The physician successfully direct stented the distal lma and proximal iva with a taxus express2 4.00x16.0mm drug eluting stent (des). Next, a bmw guide wire was advanced across the 1st knit of the previous stent in order to dilate the ostium of the cx. A kissing technique was performed with two mercury 14mm balloons to dilate the ostium of the cx and the lma. Then, the physician atempted to advance a taxus express2 2.5x16.0mm des across the stent previously implanted in the lma. The stent would not cross and a decision was made to retrieve the stent. Upon withdrawal, it was impossible to pass the sds through the guide catheter so the guide catheter and sds were removed together. In the process, it was noticed that the stent was uncrimped from the balloon and stayed on the guidewire. An 8-french terumo introducer was inserted and a loop was used to remove the stent. The procedure was completed and there were no patient complications. Five days later, the patient experienced an mi due to rupture of atherome on the mid iva. A j5 infarction lesion was identified in the mid iva. An export thrombo aspiration catheter was used without success. The physician tried to implant a taxus liberte 2.50x20.0mm des but was unable to cross the lesion. Upon withdrawal of the sds, the stent dislodged from the sds inside the lma. After several unsuccessful attempts to retrieve the stent, it was decided to implant a flexmaster 4.50x8.00mm stent in the proximal lma to crush the dislodged taxus stent up against the vessel wall. Finally, a flexmaster 2.50x16.0mm stent was implanted in the mid iva. The procedure was completed and the patient was reported to be in stable condition. Further information has been requested to clarify the events of this complaint. This complaint involved the use of a product that is only ous approved, but it is similar to a marketed us device in addition to the use of a us marketed device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. Should further relevant information become available, a supplemental medwatch report will be filed.